Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: product ID 5086mri58 lead implanted: 2014-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that one day post implant of the right atrial (ra) lead, the patient experienced pericardial effusion and perforation of the atrium. It was noted there was a pacing failure during an emergency device check. The lead was repositioned. Ultrasound check showed the epicardial effusion had cleared and the patient seemed to be recovering. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.